Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan alleging a battery charge issue on the onetouch verio iq meter. The issue was not resolved with troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue.